Manufacturer narrative:
E.1. Initial reporter addr 1: (B)(6). Investigation summary: this complaint is not confirmed. This complaint is for misidentification of corynebacterium as enterococcus raffinosus and no-ID results when using phoenix panel pid (448008) batch number 2152720. The customer did not provide isolates or panels but provided phoenix generated lab reports for investigation. The lab reports show an organism identified as e. Raffinosus when using the complaint batch. The complaint batch was unavailable for testing due to the batch being expired at the time of investigation and beyond our stability timeframe. As a result, this complaint is not confirmed. A review of quality notifications revealed no quality notifications for the complaint batch. A review of complaints revealed one additional complaint on the complaint batch, related to misidentification but not confirmed. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. This MDR is being submitted as part of a retrospective review of records dating april 2023-2025, under CAPA 11910483.

Event description:
It was reported while using bd phoenix¿ pid, a patient sample was incorrectly identified. There was no report of patient impact.